Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2011 and suture was used. The patient was discharged from the hospital on (B)(6) 2011 with sutures in situ. When the public health nurse tried to remove the sutures on (B)(6) 2011, the suture broke and could not be removed. The patient returned to the hospital for the removal of the remainder of the suture on (B)(6) 2011.